Event description:
It is reported that x-rays taken approximately 2 months post op showed that a screw had backed out. No patient complications were reported and there are no plans to explant at this time.